Event description:
It was reported that the insulin pump was unable to prime. The customer stated that she was resetting her insulin pump but it would not retract or rewind. She stated that the piston would only go half way, but when she put her reservoir in, insulin got pushed out. The customer was being directed on how to retrieve the serial number information required for troubleshooting, but she stated that she would call back and disconnected the call. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.